Event description:
Implant date: 1992. Patient develops bursitis over hardware and flat back syndrome. Revision surgery in 1992 to replace construct at which time it was discovered there was a lack of fusion.